Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump that the main display is flickering and shutting off was not confirmed by service. The quality engineer assigned failure code 403:317:850:0000, found in the event history, to be the as determine problem. This condition was caused by an defective user interface module printed circuit board (uim pcb) and u65 programmable read only memory (prom). The uim pcb was replaced to fix the reported condition. Additional information: a service history review revealed no previous service events were related to the reported condition. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump that had the main display flickering and shutting off; this condition had the potential to interrupt delivery. This condition was found upon power up. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.